Manufacturer narrative:
Additional suspect medical device components involved: model: sc-8216-70, serial:(B)(4), description: artisan 2x8 paddle lead (lim). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket site was eroding. The patient was experiencing pus at the pocket site, headaches, nausea, dry mouth, pain, and a burning sensation at the pocket site. The patient went to the ER and the physician on call confirmed infection. The physician believes it was a staph infection although no cultures were performed. The patient was prescribed oral antibiotics and was subsequently explanted. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient's pocket site was eroding. The patient was experiencing pus at the pocket site, headaches, nausea, dry mouth, pain, and a burning sensation at the pocket site. The patient went to the ER and the physician on call confirmed infection. The physician believes it was a (B)(6) infection although no cultures were performed. The patient was prescribed oral antibiotics and was subsequently explanted. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that prior to the explant procedure the patient was also experiencing difficulty charging the ipg due to the location and the infection.